Manufacturer narrative:
The q-link component was requested to be returned for inspection but has not yet been received by baxter, therefore the reported malfunction could not be confirmed. According to baxters records, multirall with sn (B)(6) falls under the responsibility of a third-party distributor and the q-link was replaced to a q-link ii. Although there was no patient injury reported and the customers allegation could not be confirmed, if the q-link I were to be used in conjunction with a multirall overhead lift, it could lead to a serious injury or death, therefore baxter is reporting this alleged malfunction. Any additional relevant information received regarding this event will be submitted in a supplemental report.

Event description:
A customer contacted technical service to report that multirall 200 unit had a recall a few years prior and the customer was not informed by the 3rd party they bought the unit from nor had the corrective action parts been replaced. There was no patient/user injury, medical intervention, symptom, or adverse event reported.